Event description:
It was reported that the device did not reach the correct pressure for rapid infusion (280¿300 mmhg) as specified in the service manual, regardless of whether solution bags were used. Additionally, the epidural color screen, which should appear yellow, displayed salmon and orange. There was no patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspect device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. No service history review could be conducted because the serial number was not provided. The reported complaint that the device was not reached the correct pressure for rapid infusion could not be confirmed. Based on the information provided, a probable cause could not be determined.